Event description:
It was reported the patient received the following results within 15 minutes: 156 mg/dl (system 1) and 86 mg/dl (system 2). The patient used the same test strip lot number for both meters and results.